Manufacturer narrative:
The lot number is unk; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received by the manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2009. According to the complainant, during the procedure the tip of the prolieve catheter was folding over. The physician attempted to straighten the tip using a wire (manufacturer unk). The case was not completed due to this event. There were no complications and the patient's condition was reported as fine.